Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to position with the guide wire was confirmed. The reported difficult to remove with the guide wire was not confirmed due to the condition of the returned device. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during an un-specified coronary procedure, the 3.5 x 8 mm nc trek balloon catheter was attempted to be advanced onto the guide wire, but the guide wire would not exit the rapid exchange. During removal from the guide wire, resistance was also observed, but the most resistance was noted during advancement. The device was replaced. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.